Event description:
It was reported that the "patient passed away while sleeping." This is a pediatric patient who had a history of "poor heart function." It was further reported that a suspected cardiac issue was the cause of death; however, the primary cause of death is unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4)- the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. All conductors were distorted. The proximal and distal conductors had blood/body fluid (not obstructed). The outer insulation had a white substance, cosmetic depression and a breached cut. (B)(4)- the full lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. (B)(4)- the full lead was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.